Event description:
It was reported that during pre-surgery it was discovered that the "cord was ripped" on the motor device. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device. An assessment was performed on the device which found that the cord was damaged. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.